Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0272711. All inspections were performed per the applicable operations qc specification. There were five (5) notifications noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle, the device experienced the cannula, pierced through the poly bag. The following information was provided by the initial reporter. The customer stated: pharmacist reported that the needle was sticking through the shield.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle, the device experienced the cannula, pierced through the poly bag. The following information was provided by the initial reporter. The customer stated: pharmacist reported that the needle was sticking through the shield.